Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings:a review of the pump¿s black box data revealed evidence of partially discharged batteries installed. During testing, there was no visible damage to the battery compartment. The battery cap was observed to have damaged threads. The pump was unable to maintain an electrical connection with the returned battery cap, due to the cap detaching from the pump. A test cap was used to complete the investigation. The pump powered on with the test cap. The electric current draws measured within specifications. The pump was opened and no evidence of moisture or loose components found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.